Event description:
It was reported that the device experienced an electrical reset. The device is still in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters one - por for write to locked ram, addr=0c98, data=0, on (B)(4)-2011 06:58:27. One - patient alert for por on (B)(4)-2011 05:58:27.